Event description:
In a journal article, a surgeon reported having a pt that was seen sixteen months following intraocular lens (iol) implant surgery for a consultation to determine the cause of her blurred vision that had begun a few weeks following the implant surgery. The pt was noted to have elevated intraocular pressure (iop) which was treated with medications. Upon exam, the surgeon noted the iol to be decentered and the superior haptic was outside the capsular bag. The haptic was in contact with the posterior iris surface and the distal end was in contact with the ciliary body. The anterior vitreous showed hemorrhage remains. The surgeon noted the anterior and posterior capsule were fused, and therefore elected to amputate the haptic instead of trying to remove the iol. After the haptic was amputated, the episodes of blurred vision vanished and the iop decreased to a normal level without medication. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the journal article did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. Trindade, fernando c (2009). Haptic-induced recurrent vitreous hemorrhage and increased intraocular pressure with a hydrophobic acrylic intraocular lens. J cataract refract surg 2009 feb; 35-399-402.